Event description:
Per report, during a transfemoral approach transcatheter aortic valve replacement (tavr) procedure, the first 23mm sapien valve was positioned 50/50 prior to deployment. After deployment, the first valve was deployed 30% aortic/ 70% ventricular (30/70). A second 23mm sapien valve was deployed more aortic (50/50 within first valve). The edwards' clinical specialist was notified later that the same afternoon of the procedure the patient coded and died in the ICU. It was noted by the proctor that the extra stiff guide wire had been inadvertently pulled back from the left ventricle (lv) 4 times during the procedure. It was also noted that the patient developed a pericardial effusion sometime during the procedure and had a tap was done after deployment of both valves. The patient coded during the procedure, but was resuscitated quite rapidly. From the discussion amongst the physicians and the proctor post procedure, there was the hope that the effusion would heal itself, and therefore the patient was transferred to ICU, where she later coded again and died.

Manufacturer narrative:
This event was already reported under manufacturer report number 2015691-2012-18260 on (B)(4) 2012. However, after further review of the available information it was determined that the pericardial effusion event was probably related to the interaction between the guidewire (non-edwards device) and the retroflex 3 delivery system instead of the valve. Additional information provided by the clinical specialist: the patient's sinotubular junction (stj) was not narrow and was mildly calcified. There was reported severe calcification of the aortic valve and mild calcification of the aortic root. The imaging intensifier angle and the coaxial alignment of the valve/delivery system in respect with the aortic valve were reported to be good. The delivery system balloon inflation and the patient's ventilation were held during deployment of the valve for the recommended period of time. There were no issues with the pacing capture during valve deployment. During the procedure, the patient coded after the first valve deployment. The perceived cause for the first valve malposition is that the valve was positioned too low pre-deployment. Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). In this case, the cause of the pericardial effusion cannot be confirmed; however, it was reported by the proctor at the case that the extra stiff guide wire was inadvertently pulled back various times during the procedure. It is possible that the pericardial effusion and cardiac tamponade were due to an injury caused while repositioning the guide wire. There was no allegation of a malfunction of an edwards' device. Furthermore, there was no reported resistance between the delivery system and the wire during advancement or deployment of the valve that could have contributed to the difficulties with the guide wire position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Report alert date correction - the correct alert date of the additional information received is (B)(4) 2012 (not (B)(4) 2012). There was a data entry error on the alert date previously used.